Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
The x-rays taken by the physician have been received and reviewed by the manufacturer. No anomalies could be visualized to account for the adverse events. The patient has reportedly had no issues since having her vns re-secured due to migration as noted in manufacturer report # 1644487-2011-02470.

Event description:
It was reported that the patient was experiencing persistent neck pain, coughing, and dysphagia. The patient is also experiencing constant voice hoarseness that is not associated with vns stimulation. The patient reportedly went to the emergency room because she coughed so much that she ruptured a blood vessel in her lungs and she was coughing up blood. The vns stimulation was disabled for a while however the adverse events did not change. The patient wanted to keep her vns on to help with seizure control. Vns system diagnostics are normal. It was also noted that the patient has lost (B)(6) due to the dysphagia. The patient is taking pain medication to help with pain at the neck site. Follow-up with the site found that the patient is being referred to a gi specialist for further evaluation. The patient is no longer coughing up blood and the pain is tolerable with medication however the physician is concerned about the choking, difficulty swallowing, and the weight loss. The patient has also been referred back to the surgeon for possible repositioning of the leads. The surgeon has ordered x-rays to check for any issues with the vns leads.